Manufacturer narrative:
To whom it may concern: on (B)(6) 2020, balt USA received a complaint regarding the use of a single optima coil. Details reported as follows: "thrombus formation during coiling." The results of our investigation, are summarized as follows: -incident part of a clinical study. Initial notification in (B)(6) 2019 was reported as a procedural complication not related to the device. Upon follow up made in (B)(6) 2020 the customer had reported a thrombus formation. -an evaluation of the actual complaint sample could not be performed device was reported unavailable. Root cause could not be definitively determined. Lack of additional information and device return prevented deeper evaluation of the reported issue. The lot number was not provided therefore; a review of the lot history records could not be performed.

Event description:
It was reported that: "thrombus formation during coiling. "